Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same date as event onset, the patient was treated with gramocef injection (1gm, once daily, ongoing), amikacin injection (500mg, once daily, ongoing) and heparin injection (2ml, intraperitoneal, ongoing) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b5: upon follow up, it was reported that the patient was not hospitalized for the event. The antibiotic treatment was discontinued and patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.